Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, it was observed that the lead had dislodged. The pocket was reopened and the lead was successfully repositioned.